Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Customer began pump reset process before contacting support, and technical support guided caller through remaining reset steps, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction returned.